Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous cephalic vein artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured at 9atm within 60 seconds. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition after the procedure.